Event description:
On (B)(6), 2010, the patient and his wife contacted animas alleging an elevated blood glucose (bg) level over 400 mg/dl with ketones. Earlier that same day, the patient's mother had also called to report that she found a large crack down the side of a cartridge and his 1:00 am bg was 400 mg/dl. The reporter indicated that the patient tested positive for ketones. The patient's mother claimed that the patient was not getting insulin due to the leakage. The patient indicated that he was treating himself with syringe injections but did not need medical intervention. When the patient was going to change his site, he picked up the pump and reportedly smelled insulin. The patient disconnected, removed the cartridge, and found insulin leaking from the bottom of the cartridge. Insulin was also observed in the cartridge compartment. The plunger was reportedly in place and looked normal. The patient claimed that insulin was freely leaking from around the cartridge. The patient denied any pulling of the tubing. He also denied that there was any trauma that could have impacted the tubing or cartridge. The patient and his wife were reportedly concerned that possibly a piston problem was related to the cartridge issues. This complaint is being reported due to the following conclusion: the patient claimed that he developed elevated blood glucose and ketones possibly due to piston problem with the pump.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed. A retain sample for the lot # of the reported cartridge was evaluated. The retain sample passed visual inspection. No damage or defects were noted to the luer connection or o-rings. A leak test was performed with no failures at the conclusion of testing. No leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. No defects were found. Investigation was unable to confirm or duplicate the complaint with the retain sample.